Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
On (B)(6) 2004, the patient started essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), uterine leiomyoma (seriousness criterion medically significant) and pelvic pain ("excruciating pelvic pain"). The patient was treated with surgery (on (B)(6) 2015,removal of essure via hysterectomy), surgery (myomectomy). Essure (ess205) was withdrawn. At the time of the report, the abdominal pain and genital haemorrhage had resolved and the uterine leiomyoma and pelvic pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, uterine leiomyoma and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 13-feb-2017: legal claim received: sometime following the procedure the plaintiff began suffering from excruciating pelvic pain, severe cramping, heavy abnormal bleeding, fibroids and more. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started experiencing excessive bleeding each month lasted for weeks and weeks (interpreted as genital bleeding) and extreme pain and cramping every month (interpreted as abdominal pain). She also had fibroids. She underwent a myomectomy which did not resolve the pain or bleeding. Approximately 10 years after essure insertion she had a hysterectomy and the coils were removed. These events were considered serious due to medical significance. Abdominal pain and genital bleeding are anticipated events in the reference safety information for essure, while fibroids is unanticipated. Abdominal pain and genital bleeding may occur after essure insertion. In the present case the consumer also had fibroids which could be an alternative explanation for these events. However, considering that the events did not resolve after myomectomy, and hysterectomy to essure removal was required, a contributory role of the suspect insert cannot be excluded. Uterine fibroids are benign tumors that arise from the overgrowth of smooth muscle and connective tissue in the uterus. Considering fibroids pathophysiology and essure local effect in the fallopian tubes, this event was assessed as unrelated to the device. This case was regarded as incident due to required intervention (hysterectomy and essure removal). Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5044154) in united states on 05-oct-2015 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2004. Consumer reported that after receiving the essure implants in 2004, she began experiencing extreme pain and cramping every month. She would also have excessive bleeding each month that lasted for weeks and weeks. Her doctor recommended having a hysterectomy since 2006 but because this was an extreme change to her body, she decided not to have it done. She has been going back and forth to the doctor for years because of the pain. In 2010 to relieve some of the pain she had her first surgery, a myomectomy to remove the fibroids caused by the severe bleeding. The myomectomy did not cure the pain and/or the excessive bleeding. After several doctor visits and no relief, she finally decided to have a hysterectomy and have the coils removed on (B)(6) 2015. Since then she has had no pain or excessive bleeding. Follow up received on 20-oct-2015: ptc investigational result. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started experiencing excessive bleeding each month lasted for weeks and weeks (interpreted as genital bleeding) and extreme pain and cramping every month (interpreted as abdominal pain). She also had fibroids. She underwent a myomectomy which did not resolve the pain or bleeding. Approximately 10 years after essure insertion she had a hysterectomy and the coils were removed. The pain and bleeding resolved. These events were considered serious due to medical significance. Abdominal pain and genital bleeding are listed events in the reference safety information for essure, while fibroids is unlisted. Abdominal pain and genital bleeding may occur after essure insertion. In the present case the consumer also had fibroids which could be an alternative explanation for these events. However, considering that the events did not resolve after myomectomy, but resolved after hysterectomy and essure removal, a contributory role of the suspect insert cannot be excluded. Uterine fibroids are benign tumors that arise from the overgrowth of smooth muscle and connective tissue in the uterus. Considering fibroids pathophysiology and essure local effect in the fallopian tubes, this event was assessed as unrelated to the device. This case was regarded as incident due to required intervention (hysterectomy and essure removal). Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further information have been requested.